Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cable connecting the distribution node (dn) to the rear therapy electrodes and the ECG "c&d" cable were pulled from the strain relief, damaging wires. Additionally, corrosion was found on the dn pca. The root cause for the strained cables was excessive force. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.